Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the pulse generator had a defective capacitor. This caused the device to exhibit high current drain, resulting in premature battery depletion.

Event description:
It was reported that the upon interrogation the pacemaker displayed less than one year remaining longevity; lower than expected with an implant date of (B)(6) 2009. High current drain of 69 ua against low battery impedance of 1.4 kohms was noted. The pulse generator was explanted.